Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the customer felt that there was something stuck at about 20 cm into the guidewire. The iab could not be inserted through the guidewire. It was noted that there were no kinks in the guidewire. The patient was subsequently admitted to the ICU without iab therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).